Event description:
It was reported to boston scientific that the product did not work during the procedure. The physician did not specify nature of defect with basket. No component detached within the patient anatomy and the device was removed intact. Procedure completed with another gemini stone retrieval paired wire / helical basket . No adverse effect or complications sustained by patient.

Manufacturer narrative:
A functional test confirmed the customers report of the product not working. The basket of the device does not function due to a buckled and separated sheath.